Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information obtained revealed the patient underwent surgical intervention on (B)(6) 2021. During the procedure, the patient's ipg pocket site was relocated and two scs extensions were implanted to accommodate the new ipg pocket location. Further event details have been unable to be obtained.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that a cyst has developed near the location of the patient's ipg. As a result, the patient plans to undergo surgical intervention on a later date.